Event description:
It was reported that an alarm was heard. On (B)(6) 2015, it was reported that the pump had been empty for over a week. The pump reportedly started alarming on (B)(6) 2015. However, pump logs confirmed that the empty pump alarm occurred on (B)(6) 2015. The low reservoir alarm occurred on (B)(6) 2015. The patient missed a refill. The patient had been in the process of getting a new healthcare provider (hcp) to manage his pump for approximately 1 month. The patient complained of increased leg spasticity. However, it was also reported that the patient never had any symptoms due to this issue because she was on oral baclofen. The patient found a new managing hcp, who could not fill the patient¿s pump until the week following (B)(6) 2015. Per the patient¿s new following hcp¿s discretion, the pump would be replaced due to the empty reservoir. The last time the pump had been refilled was (B)(6) 2014. The device system was used to deliver baclofen 500mcg/ml at 108.06mcg/day. The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the pump was removed on (B)(6) 2015.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported from a consumer via the manufacturer that the pump helped but there was no one around and they let the pump go dry last time and he had to have a new pump put in. The pump was replaced because it had been empty for over one month. Additional information was received from a healthcare provider (hcp), indicating that the reservoir was replaced secondary to the pump having end of life. The hcp had not seen the patient since the operation in (B)(6)2015. It was also reported that the reported events that occurred in 2015 were likely related to withdrawals. No further complications were reported.